Event description:
The customer contacted stryker to report their device had a battery pin that was pushed into the case and not making contact. In this state the device maybe inoperable and defibrillation therapy might not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the battery pins would not tighten into case. A new rear case and battery pins were installed to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.